Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection identified that the tubing had been completely separated from the solvent-bonded junction of the stress member. The tubing was not received for evaluation. The cause of the condition was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tube between the reservoir and the control module separated from the reservoir of a large volume folfusor. It was not specified when in the process this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.